Event description:
After breakfast he checked his blood glucose and it was (248 mg/dl). Pt performed a bolus for the breakfast meal. Later that morning he began to feel ill and passed out. When he woke up he was at the hosp with a blood glucose of (32 mg/dl). He was treated with glucose and water and put on an IV for fluids. Pt was discharged from the hosp in 2006.